Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged false positive results in drawer d were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positives in recently replaced rack. Results were immediately recognized as erroneous because they went positive only a short time after entry. Customer problem: customer reports false positives on drawer d: on 3/3 location c03 and five today all in row d. See previous (B)(4). Drawer d rack 2 has had recent shorting pins replacement.

Manufacturer narrative:
H.6. Investigation: customer reported false positives in rack with recent shorting pin replacement on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and found weak leds in the rack. The rack was replaced and was reset via fx utilities. The instrument software is at 6.40a. The instrument is online to epicenter and testing properly this is an confirmed failure of the bd product and the instrument was functional and handed over to the customer for use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive result. Bd quality did not receive any returned instrument or parts for investigation. This complaint is unconfirmed for an instrument failure. The root cause was due to weak leds in the rack.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument bottom, packaged false positive results in drawer d were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positives in recently replaced rack. Results were immediately recognized as erroneous because they went positive only a short time after entry. Customer problem: customer reports false positives on drawer d: on 3/3 location c03 and five today all in row d. See previous cases (B)(4). Drawer d rack 2 has had recent shorting pins replacement.